Event description:
A pt who had a previous reaction in july, needed to have the PICC replaced so, we took the precaution of getting a benadryl 50 mg po premedication order. Pt tolerated the procedure well up until the dressing was being applied and then pt started to complain of chest pressure and sob. The staff noted the facial flushing, gave pt o2 and checked vital signs. Pt bp rose slightly but all was back to normal in under 10 minutes. The PICC was left in place and pt was discharged to home. This was pt's 3rd PICC since may. Pt had no reaction with the first, severe reaction with the second and mild reaction with the 3rd, but again we pre-medicated.

Manufacturer narrative:
The device has not been returned to the manufacturer at this time for evaluation. A chr review showed no other similar product complaint file(s) from this lot.